Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, atrial fibrillation was induced and the patient experienced a sudden drop in blood pressure and sinus arrest occurred. Back up pacing was performed and the patient recovered; however, echocardiography was performed. Pericardial effusion was then found. The effusion was drained and the patient fully recovered. It was reported by the physician that the time of perforation is unknown. The case was aborted. No further patient complications have been reported as a result of this event.